Event description:
It was reported that a 41-year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis experienced deflation of an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right and left serial numbers were provided, however, since the side of the deflation is unknown the lot/serial number of the impacted product could not be determined. This is reflected.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance's were identified. Manufacturing date: (B)(6) 2005 expiration date: (B)(6) 2009 a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformance's were identified. Manufacturing date: (B)(6) 2005 expiration date: (B)(6) 2009 reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 9, 2023. Explant and replacement is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 4, 2024. The lot and serial number were clarified with receipt of the device. The lot and serial number are (B)(6), respectively. The investigation of the returned device was completed by the failure analysis lab on january 8, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and revealed a leakage caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 9, 2024. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).